Event description:
It was reported to kendall that, after drawing blood, a phlebotomist pulled the safety shield up and the safety shield pulled off. The phlebotomist's hand then bounced back onto the used needle. Sample is not available, lot number unk.